Event description:
A diabetes educator called to report that the reservoir door in the pump does not close. Also the contact mentioned that the driver arms do not lock either. It was informed that the customer was hospitalized for hypoglycemia and the doctor does not know the cause of the hypoglycemia.